Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has had to replace his battery three times and that his pump does not recognize that the battery has been changed. His blood glucose was around 180 mg/dl at the time of the incident. In reviewing the customer¿s alarm history, the customer found that he had received a low battery alert, failed battery test alarm and a replace battery now alarm. Troubleshooting was offered for the alarms that he received. Not further information was given. The pump will not be returning for analysis.